Event description:
Reporter noted irrigation stopped during I/a, the chamber collapsed, and posterior capsule ruptured. No anterior vitrectomy required; pc iol implanted. Prognosis reported as guarded.